Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient the company representative was made aware of fluid discharge at the patient's scs ipg site. The patient was to follow up with her physician to assess the ipg site. The next course of action was undetermined at this time.

Event description:
Additional information obtained identified the patient's ipg site leakage had resolved on it's own without any further action being taken.